Manufacturer narrative:
A shock impedance abnormality was also observed. The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned device data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. The returned device data have been analyzed. The analysis did not show any anomalies. Please note that the ICD shows a shock impedance greater than 150 ohms when it is outside the pocket. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Event description:
It was reported that this device was explanted due to pocket erosion.